Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 37 mg/dl (emt meter) and 88 mg/dl (aviva meter). Customer was unable to self-treat; was given glucagon by the emts and was able to eat approximately an hour later. Requested return of the alleged device for evaluation, but test strips have not been returned; replacement was sent.